Event description:
Personnel in cardiac catheterization lab were cleaning room between cases, noted a smell and some smoke and a small line of "spark" and burn within the well of the syringe space was noted. The device was immediately unplugged. The device was not being used on a patient at the time of the incident.